Event description:
The customer reported the pacer keypad was not working. There was no reported pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) was the symptom was verified. The issue was localized to the pacer keypad assembly. The pacer keypad assembly was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the pacer keypad assembly.